Event description:
Siderail of stretched spontaneously collapsed. Have several similar incidents (without pt injury). In this event pt suffered fractured hip. Will notify MFR of locking device problem.